Event description:
It was reported by service report that the electronics cover was cracked which could allow for potential fluid ingress. The calf support had tears and chunks missing allowing for potential fluid ingress as well as the locks were not holding them in position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - calf supports.